Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's insulin pump shut down without any alarms. The customer's blood glucose level was 209 mg/dl. While checking the customer's alarms a failed battery test and a low reservoir alarm were found. The customer was advised to monitor her insulin pump. The customer will not return the product. Nothing further to report.